Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the device failure to complete its internal self-test was due to a faulty non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.